Event description:
Account contact reports: clinician developed itching of the hands and a raised rash to her hands after wearing the gloves for one day. She used over the counter hydrocortisone cream to relieve the itching and switched to a vinyl glove. The rash improved with discontinuation of the glove.